Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: no explant or reoperation was performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via mw5086592) that a female patient who had unknown mentor gel implants placed on (B)(6) 2001 experienced several unexplained systemic symptoms. These symptoms include, but were not limited to, the following: being ill for 20 years, brain fog, weight gain, anxiety, detox issues, heavy metal overload, muscle issues, back issues, digestion issues, bacteria overgrowth, and inflammation. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. See 1645337-2019-14860 for contralateral prosthesis report.